Event description:
The customer observed falsely elevated hbsab (ausab) results for one patient diagnosed with hypogammaglobulinemia on the architect i2000sr analyzer. The following data was provided: ausab initial 28.9 miu/ml (positive), repeat 0.8 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.